Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
(B)(4) smart toe 15mm 10 degree angled was removed and replaced with a k wire.